Manufacturer narrative:
During investigation a defect of the tube adapter due to mechanical overload was detected which led to erroneous sensor signals (ax and ld values). The ld-signal is responsible for release of the swing phase and therefore is responsible for the occurred event (knee gives out at heel strike (no resistance)).

Event description:
Knee gives out at heel strike (no resistance). Patient walking up stairs. Knee failed at top of stairs and patient fell.